Manufacturer narrative:
B3: the event occurred in the last two days from (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported eight (8) exactamix 500 ml eva tpn bags leaked before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.